Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during preparation for the unspecified procedure, it was found that there were some cracks on the lid of the subject device, but there was no water leakage. There was no reported when the cracks had occurred. The subject device was repaired at the facility by olympus service engineer, and the subject device was restored. There was no report regarding patient injury and damage of the endoscopes related to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the inappropriate user's handling, such as forcible closing the top cover while the cleaning tube was pinched. The instruction manual of the subject device states appropriate handling. If additional information becomes available, this report will be supplemented.